Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2017-03285. The patient reported she suffered three consecutive seizures approximately two weeks post-implant. In turn, the patient discontinued using the system. Per the neurologist, the scs system may have resulted in a vasovagal response. The next course of action has yet to be determined.